Event description:
It was reported that removal difficulties occurred. The patient underwent carotid arterial stenting (cas). The target lesion was located in the internal and common carotid artery. After the guiding catheter placement, filter-wire ez (fwez) embolic protection devices was induced and was dilated with 3.0x30mm sterling balloon catheter. The physician then implanted a carotid wallstent (cws). A 4.5mm x 40mm x 135cm sterling balloon catheter was used for post inflation. When the balloon was attached to the y-connector, there was severe resistance in the guiding catheter. The same symptoms were observed when the balloon was removed and reinserted. Therefore, it was judged that the balloon could not be used and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.